Event description:
Per the clinic, the patient experienced infection at implant site and extrusion of receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.